Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 482 mg/dl. The customer would address bg level by resuming insulin delivery and delivering insulin via the pump. Reportedly, the contact stated that insulin delivery was stopped and the customer was without insulin for approximately 4 hours on multiple occasions. Review of t:connect pump data indicated that low insulin alerts and empty cartridge alarms occurred.